Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported hip revision procedure approximately three years post-op due to cobalt intoxication, with heart, auditory and neurologic disease and peripatetic and retroperitoneal metallosis process. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.(B)(4).

Event description:
Legal counsel for patient reported left hip revision procedure approximately three years post-op due to cobalt intoxication, with heart, auditory and neurologic disease, periprosthetic and retroperitoneal metallosis process, dislocation, dyspnea, and pulmonary edema. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.